Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that around (B)(6) 2012, the patient experienced 5 days of being in a coma due to the pump. The device system was previously used to deliver baclofen, dilaudid and morphine.

Event description:
Correction: the device system was used to deliver an unknown drug.